Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(4) 2007. According to the complainant, post-procedure, the patient suffers from pelvic, vaginal and lower back pain. The patient also suffers from continued urinary incontinence, urinary tract infections, yeast and bacterial infections, bowel obstruction, odor, inflammation and dyspareunia. According to the physician¿s office, the only problems the patient ever presented with were ovarian-related, and had nothing to do with the device. All other information is unknown and unavailable.